Event description:
It was reported that device detachment occurred. A 6f guidezilla ii catheter-guide extension was selected for use; however, the helical collar was broken. The procedure was completed with another of the same device. There were no patient complications reported.